Event description:
It was reported that 2 bd syringe 0.3ml 29ga 1/2in had foreign matter in the fluid path. The following information was provided by the initial reporter : the user reported that something like liquid came out from the syringe needle during the attempt of air release before use and the user has experienced this twice.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/13/2021. H.6. Investigation: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that liquid came out from the syringe needle during the attempt of air release before use. The returned syringe was tested and exhibited a small droplet come out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely insulin. See attached photo and spectra. Insulin would not have been acquired during the manufacturing process. A review of the device history record was completed for batch # 0342409 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause is user related. Insulin would not have been acquired during the manufacturing process and would have been acquired during use by the customer.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd syringe 0.3ml 29ga 1/2in had foreign matter in the fluid path. The following information was provided by the initial reporter : the user reported that something like liquid came out from the syringe needle during the attempt of air release before use and the user has experienced this twice.